Event description:
Tip of driver broke off in screw; an alternative method to using a driver was employed to remove the said screw, and a new screw was implanted. There was no adverse consequence to the patient, but additional intervention was required to prevent an injury.